Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The customer refused further investigation. No other issues were observed. Due to the lack of information, the root cause of this case cannot be determined. A general reagent problem can be excluded.

Event description:
There was an allegation of questionable elecsys cea assay results on a cobas 8000 e 801 module. The initial result was <0.3 ng/ml. The result was not reported outside of the laboratory. The same sample was repeated and the results were 3.1 ng/ml and 3.2 ng/ml. The reagent lot number is 52959701 with an expiration date of 30-jun-2022.